Event description:
The patient reported that the ok button was responding slower than usual. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
(B)(4). No defect was found .no damage found to the keypad. All buttons respond to presses appropriately. Keypad was removed; no damaged/misaligned contacts found, no evidence of contamination found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.